Event description:
This is a spontaneous case report received from a consumer regulatory authority (case# mw5039790) in united states on (B)(6) 2015 which refers to the consumer herself, of unspecified age, who had essure (fallopian tube occlusion insert) inserted. Consumer reported that she experienced migraines; heavy bleeding; blood clots; back and pelvic pain and cramping; contractions during menstrual; nausea; weakness; enlarged uterus during menstrual ever since essure installation. She tried birth control pills; exercise; diet change; 2 different ablations; took lysteda monthly to calm the bleeding and narcotic prescribed for migraines. A hysterectomy is scheduled in (B)(6) 2015 to remove the essure. Company causality comment: this non-medically confirmed, spontaneous case report (received via regulatory authority) refers to a female consumer of unspecified age, who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding. The event is serious due medical importance and listed in the reference safety information for essure. During essure use, abnormal genital bleeding and menses pattern changes may occur. In this case, the consumer experienced migraines; heavy bleeding; blood clots; back and pelvic pain and cramping; contractions during menstrual; nausea; weakness; enlarged uterus during menstrual ever since essure installation. She tried birth control pills; exercise; diet change; 2 different ablations; took lysteda monthly to calm the bleeding and narcotic prescribed for migraines. Given the nature of the event, causality is assessed as related to essure use and since an intervention was required (2 ablations) the case is regarded as incident. Technical analysis has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Result and assessment of the product technical complaint investigation received on 30-jan-2015: ptc global number is (B)(4). Final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report (received via regulatory authority) refers to a female consumer, who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding. The event is serious due medical importance and listed in the reference safety information for essure. During essure use, abnormal genital bleeding and menses pattern changes may occur. In this case, the consumer experienced migraines; heavy bleeding; blood clots; back and pelvic pain and cramping; contractions during menstrual; nausea; weakness; enlarged uterus during menstrual ever since essure installation. She tried birth control pills; exercise; diet change; 2 different ablations; took lysteda monthly to calm the bleeding and narcotic prescribed for migraines. Given the nature of the event, causality is assessed as related to essure use and since an intervention was required (2 ablations) the case is regarded as incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.